Event description:
It was reported that the sensing integrity count (sic) on the ventricular lead had increased there was simultaneous noise on the atrial and the ventricular leads. With further investigation, the nurse was able to reproduce the noise in the clinic with the left arm motion and the pocket manipulation. A leads versus header issue was suspected. There was also a slight trend downward with both atrial and ventricular lead impedances. The patient reported an occasional "pricking" feeling near the device, but the caller was not able to reproduce this in clinic. Follow up information was received and indicated that the device had high short v-v counts and possible premature battery depletion. Both leads and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the sensing integrity count (sic) on the ventricular lead had increased there was simultaneous noise on the atrial and the ventricular leads. With further investigation, the nurse was able to reproduce the noise in the clinic with the left arm motion and the pocket manipulation. A leads versus header issue was suspected. There was also a slight trend downward with both atrial and ventricular lead impedances. The patient reported an occasional "pricking" feeling near the device, but the caller was not able to reproduce this in clinic. Follow up information was received and indicated that the device had high short v-v counts and possible premature battery depletion. Both leads and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found that the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned and analysis found that there was an electrical intermittency between the pin and cap. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut, had a cosmetic depression and a breached depression. There was blood in/on the helix/lobe mechanism. (B)(4). The device was returned and analysis found no anomalies.